Manufacturer narrative:
Device has not been received by the MFR at time of this report. Investigation is ongoing. A follow-up investigation report will be sent when available.

Event description:
The event is reported as: the customer is having issues with leaks on plastic end piece where it connects to et tube. No pt injury reported.